Manufacturer narrative:
Product analysis: unresponsive display areas were confirmed. The display overlay assembly was replaced and the stylus re-calibrated. Telemetry issue could not be reproduced, but the programmer's radio frequency (rf) programmer head connector was found to be loose on the link electronic module (lem), an antenna cable was damaged, and the programmer failed a functional test related to antenna function. Lem board and antenna cable were replaced. Hinges were found to be broken, and were replaced. The storage bay door was found to have broken latches, and was replaced. The keyboard was missing a screw, and was replaced. The system fan was noisy, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had areas that were unresponsive to the stylus. It was further reported that the programmer intermittently lost device telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.